Event description:
Daughter of the home patient (hp) reported patient line of homechoice set became loose from the transfer set during treatment phase drain 3 of 5. Hp stopped treatment at time of 2240 alarm. There was no patient injury per rn. Hp was given prophylactic antibiotics.